Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced recurrent low glucose readings in the early morning, with a reported value of 65 mg/dl, and treated the event with oral glucose tablets, after which glucose returned to range; the user reported no symptoms and expressed frustration about the timing of the lows. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, and there was insufficient information regarding a specific device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.